Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and customer has to press buttons hard. Customer¿s blood glucose was unknown at time of incident. Customer stated that customer sometimes loses data and customer might had one unspecified code once. Customer also mentioned that battery drains faster than normal for couple of times and insulin pump had no delivery alarms as well as light and contrast were dimmer. Insulin pump will not be returned for analysis.